Manufacturer narrative:
Hill-rom technical support performed troubleshooting over the phone with the account and determined the gear rack was broken. The instruction guide, 7en140102-04, states under care and maintenance; for safe and trouble-free operation, a few routine procedures should be performed every day the lift is used. Test the operation of raising and lowering and the base-width adjustment function. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom technical support provided the account with the part number for a new gear rack to order and install. Replacement of the gear rack will resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the leg came out and the gears for the legs of the lift were stripped. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).